Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced trouble being interrogated with a programmer. Technical services (ts) reviewed noting the programmer required a software update. An inappropriate shock was observed. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to device coding: added inappropriate shock and patient code of electric shock.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced trouble being interrogated with a programmer. Technical services (ts) reviewed noting the programmer required a software update. An inappropriate shock was observed. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.